Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as the estimated longevity remaining decreased from 1 year to elective replacement indicator (eri) over the course of approximately 2 months. There is no evidence to suggest a request was made to have data from this device analyzed. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.